Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related processes or material changes related to the reported condition for this product. Product monitoring data for the lot was reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. A review of the machines on its current condition was conducted by the quality engineer and there were no issues. There was one (1) sample (opened) returned with this complaint. The sample was visually examined by the quality engineer. A piece of a matter (brown color) which appears to be a piece of carton was found behind the rubber plunger tip. The matter was found outside the fluid path way. The reported condition is confirmed. The definitive root cause could not be determined. The needle assembly process if performed under a control room where the present of boxes or any other carton material is not allow. The most likely root cause could be that for unknown reason a piece of carton got stock in the operator`s clothes and subsequently transferred to the assembly room. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Awareness training was performed to all softpack area personnel to ensure that the operation team understands the importance of maintaining the control room clean at all time. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 02/04/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that there is a brown, free floating substance inside the syringe. The substance does not go past the beginning of the plunger. This was noticed prior to use.